Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the staple guide noted the presence of a full complement of staples. The anvil of the instrument was observed to be not tilted and attached to the instrument. The green indicator was found to be detached from the instrument. There were no visible signs of damage or any misuse of the instrument apart from the green indicator being detached. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. A definitive root cause could not be determined with regard to the reported condition. A review of manufacturing process shows 2 100% inspections that would indicate the indicator sleeve was at least partially engaged and in location prior to packaging. An operator verifies that the instrument is fully closed and makes sure that the gr een indicator bar is in the middle of the gray bars. Additionally, an operator rotates the wing nut 180 degrees to check the green bar is not visible. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during ivor lewis esophagectomy, when the packaging was opened the plastic pin fell out of the end. Another device was used to complete the case.